Event description:
The customer stated that he tested his blood glucose using his contour meter and a freestyle meter. The contour read 510 mg/dl, while the freestyle read 174 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.